Event description:
The dealer reported that the motor was cutting out intermittently. This issue could cause the user to be left stranded or could cause erratic/unintended movement which could injure a user.